Event description:
It was reported that this inflatable penile prosthesis was not cycling properly due to loss of fluid in the system. The device was explanted and replaced. No patient complications were reported.